Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that during a trial implant procedure on (B)(6) 2019, the physician could not advance the lead. Attempts to advance or retract the lead were unsuccessful. As a result, the lead was sheared off and the procedure aborted. Physician's information and patient's date of birth are not available at this time

Manufacturer narrative:
Patient's date of birth was inadvertently not entered in additional report-1, it's been entered in additional report-2.